Event description:
It was reported the patient experienced anxiety. Troubleshooting was performed; aspirated the contents of the pump to compare. The pump was refilled. Patient returned eight days later for physician evaluation. The patient experienced a warm feeling and jitteriness. The pump was aspirated and noted a discrepancy of 1cc on (B)(6) 2012. Patient outcome was noted as symptom free post revision.

Event description:
It was reported that the pump had a volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv). The erv was approximately 8.5ml, but zero volume was yielded when the physician attempted to withdraw the medicine from the pump. The patient experienced increased pain and other symptoms of withdrawal. The physician planned to monitor the patient. It was later reported that the patient was feeling bad, and had almost called emergency medical services. The patient visited the physician, and the physician stated that the patient had received an extra 1.1 ml in the last week. It was later reported that the patient had ¿episodes of overdosing due to suspected pump overinfusion.¿ the erv was 18.9ml, and the arv was 17ml. Overall, less medicine was withdrawn than expected 3 times. The pump was replaced. The patient¿s status after device removal was reported as recovered without sequela. The device system was used to deliver morphine, clonidine, and bupivacaine.

Manufacturer narrative:
Product ID 8709 lot# j11152r49, serial# implanted: 2002 (B)(6), explanted: product typ catheter; product ID 8578 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed pumphead overinfusion; insufficient pump tube occlusion. The pump failed dispense testing showing an over infusion. Upon destructive analysis it was discovered that the pump tube appeared to be rigid. The tubing had taken a flattened appearance along with being rigid and no longer had elasticity to it. It is believed that a rigid pump tube could cause an insufficient pump tube occlusion and lead to an over infusion by allowing fluid to leak past the rollers on the pump head and dispense more fluid then what was programmed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.